Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedures to date. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-2014-03706 / 2016-02006). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately nine (9) years post-implantation due to elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The left hip procedure on (B)(6) 2005 was reported on medwatch number 1825034-2014-03706.